Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Evolve lv xlv study: it was reported that restenosis occurred. On (B)(6) 2022, the subject's qualifying condition was stable angina (ccs classification: 1). The subject , the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The 80% stenosed target lesion was located in the proximal left circumflex (lcx) and was 12 mm long, with a reference vessel diameter of 4.5mm and timi flow of 3. The lesion was treated with direct placement of a 4.50 mm x 16 mm study stent. Following post dilatation, residual stenosis was 0% with timi flow of 3. On the same day, the subject was discharged on dual antiplatelet therapy. On (B)(6) 2022, the subject was noted with dyspnea and infrequent chest tightness. The symptoms were worsened with exertion. On (B)(6) 2022, the subject visited the hospital for a planned left heart catheterization (lhc) for complaints of dyspnea and chest pain on exertion concerning for ccs 3 angina. Subsequently, left coronary angiography was performed which revealed a luminal diseased left main coronary artery (lmca), a patent proximal stent and an 80% stenosed mid left anterior descending artery (lad), a 20% in stent restenosed diagonal artery, a 95% in stent restenosed in the ostial left circumflex (lcx), a 70% stenosed ostial ramus intermedius, and a 40% stenosed non dominant proximal right coronary artery (rca). Based on these findings, the subject was recommended for coronary artery bypass surgery of the left internal mammary artery (lima) to left anterior descending artery (lad), saphenous vein graft (svg) to ramus intermedius (ri) coronary artery, and svg to lcx on (B)(6) 2022 and was also advised to continue aspirin, statin, losartan and coreg. On (B)(6) 2022, the subject revisited the hospital for the planned bypass surgery and was hospitalized on the same day for the further medical evaluation. Bypass surgery of lima to lad, svg to diagonal branch and svg to obtuse marginal branch were performed. The event is considered as not recovered/resolved.